Manufacturer narrative:
Manufacturing site: (B)(4). The reported regalia xs 1.0 was returned for evaluation with the concomitant corsair pv microcatheter. Originating from the proximal solder (set at 120mm from the tip for the purpose of fixing the coil onto the core), the coil was elongated distally for approximately 620mm and then fractured. The polymer jacket was found intermittently torn apart along elongation of the coil. The coil fracture end had a flat fracture surface, indicating that the coil fracture was attributed to torsion generated most likely when the coil was pulled and straightened. The core was found deformed into a hook-like shape and fractured at approximately 95mm distal to the proximal solder. Microscopic observation found that the core fracture end was twisted and had a flat fracture surface, inferring that accumulated torsion had contributed to the core fracture. Measurement of the returned guide wire suggested that approximately 25mm of the core and approximately 60mm of the coil with the ball tip were missing. No damage such as a kink was found on the returned corsair pv. There was no fragment of the regalia xs 1.0 found left inside the corsair pv. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation was locally applied on the tip of the regalia xs 1.0 likely when the tip was being caught by the lesion or the tortuous vessel, deforming the wire tip and fracturing the core. Due to the damage, the regalia xs 1.0 became stuck with the concomitant corsair pv. Further applied tensile stress generated with removal then made the coil elongate to fracture along with tearing of the polymer jacket. It was concluded that this event was not attributed to product quality. Because the separated tip of the regalia xs 1.0 was not returned, it was unable to completely rule out the potentiality that it might be left in the patient. As for the concomitant corsair pv, given the investigation outcome that no damage was observed on the returned corsair pv as well as the obtained information, it was presumed that the corsair pv was not directly involved in this event. No CAPA will be taken. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Malfunction and adverse effects: separation of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a heavily calcified chronic total occlusion (cto) in the below-the-knee area. An asahi regalia xs 1.0 guide wire was advanced with the support of an asahi corsair pv microcatheter. The regalia xs 1.0 could not be manipulated as intended around the plantar artery. After continued manipulation, the coil of the regalia xs 1.0 became damaged and the guide wire became stuck in the corsair pv. As the regalia xs 1.0 was damaged inside the corsair pv, the two devices could be removed together. The devices were then exchanged to resume the procedure. Plain old balloon angioplasty (poba) was performed to successfully reestablish blood flow. There were no wire fragments remaining in the patient anatomy and no adverse patient effects related to this event.